Manufacturer narrative:
The event device was returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic hernia repair(tapp or tep)" event description: " this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Shield removed. Report from the sales rep. Laparoscopic hernia repair(tapp or tep) was performed. During removal of a hernia tacker(manufacturer: unknown), the customer felt strong resistance and a transparent component broke off inside abdomen. The unit was changed out to new one and the case was successfully complete. The fragment was removed from patient. No patient injury. Initial investigation report. The event unit was returned to us and visually inspected. The shield was removed from the seal, but not fragmented. No damage was observed with the ddb and the septum. The unit will be returned to amr for further evaluation. (B)(4)." Type of intervention: "the unit was changed out to new one and the case was successfully complete." Patient status: "no patient injury"

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a damaged shield, a clear plastic internal component of the seal. Visual inspection confirmed the complainant's experience of seal component separation. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.